Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's first implantable neurostimulator (ins) was placed near their waistline on the left side, it hurt, and the system was eventually replaced for normal battery depletion. At that time the healthcare provider (hcp) changed the location of the implant site to the right side, and the patient stated it had not been a problem since. The past event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.